Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having bronchitis. There was no report of serious or permanent patient harm or injury. The device was returned and the manufacturer could not confirmed customer complaint during device evaluation.